Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the protective sheath was removed and the target lesion was reached; however, the stent was not present. The stent was found in the protective sheath. The procedure was completed with another company's 2.5 x 22 stent. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was blood on the stent implant. There was contrast in the balloon and in the inflation lumen. The stent implant was dislodged and was returned. There was no damage noted to the stent implant. There were crimp marks on the balloon between the markers. There were two longitudinal ruptures running parallel on the balloon, approx 3 mm apart, at the distal taper. One longitudinal rupture was in the distal taper for a length of 6 mm proximally. The other longitudinal rupture was in the distal taper for a length of 7 mm proximally. There were scratch marks on the balloon at the middle section of each rupture. There was balloon shredding at proximal taper for a length of 4 mm distally. There was balloon shredding at the distal taper. There was no other damage noted to the sds. The orange protective sheath was returned. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.